Event description:
It was reported that during the implant procedure, the anesthesiologist opted to abort the case due to too much gas in the patients system. No further information could be obtained despite good faith efforts.